Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the physician suspected a dislodgement on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed ra lead dislodgement. The ra lead was capped and replaced to resolve the event. The patient was stable with no adverse consequences.